Manufacturer narrative:
H6: investigation summary three actual samples with open packaging and four representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection. The needle pierced through the catheter was observed on the three actual samples. No needle pierced through the catheter was observed on the representative samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto-rejected by the automated vision inspection system due to not meeting the lie distance requirement. Needle pierced through catheter could also happened during product application when the product was manipulated. As the samples were returned in open packaging, the actual root cause could not be established.

Event description:
It was reported that insyte yel 24ga x 0.75in catheter was damaged. The following information was provided by the initial reporter: when the catheter is mounted, the flexible plastic cannula cracks and therefore the catheter is no longer functional > obligation to prick again. Patient needs to be pricked again. Samples available and don't contain neither product nor blood. I was able to see for myself the malfunction on units from the batch that was quarantined: the needle punctures the cannula when the catheter is fitted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte yel 24ga x 0.75in catheter was damaged. The following information was provided by the initial reporter: when the catheter is mounted, the flexible plastic cannula cracks and therefore the catheter is no longer functional > obligation to prick again. Patient needs to be pricked again. Samples available and don't contain neither product nor blood. I was able to see for myself the malfunction on units from the batch that was quarantined: the needle punctures the cannula when the catheter is fitted.